Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned due to high pacing thresholds. Five non sustained episodes were noted since the implant but no oversensing was noted. No additional adverse patient effects were reported.